Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to electromagnetic interference (emi) oversensing. No resolution was performed. The patient condition was unknown, and the patient would continue to be monitored.